Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue regarding the unit having no power, however, visual inspection revealed a burnt ac adapter lemo connector. Pin # 2 and 3 were burnt and had melted. Carefusion scrapped the adapter and sent a replacement to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had no power. The customer stated that the green led was not on after the ac adapter was plugged into the wall. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement.